Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Case #: (B)(4) npi 8100 error 240.6041. Keypad- unresponsive key. Case description: biomed has a 8100 unit giving him a 210.6041 error. Sn: (B)(4). Failure device type: alaris system instrument, failure problem type: 8100, failure mode: troubleshooting/ error codes. Case resolution: recommended to replace the display board or send in unit for repair. Biomed will replace display board and will call back if he needs further assistance.